Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse disassembled and cleaned the rotary valve due to excessive salt deposit. The cse performed integrated multi-sensor technology (imt) auto-alignment and ran diagnostics, which passed. The cse checked the imt probe and the aliquot probe and replaced the aliquot probe assembly. The cse performed alignments and ran full quick check testing, which passed. The cse ran diluent check, quality controls and precision testing, which passed. The cse revisited the customer site and ran imt mix tests, which were within range. The cse ran precision testing, which resulted in range but with poor precision. The cse replaced the imt mixer and performed alignments. The cse cleaned the imt port with bleach and hot water and ran imt diagnostic and full quick check testing, which passed. The cse ran diluent check and precision testing on lytes, which passed. A siemens headquarter support center (hsc) reviewed the instrument data and discovered that the sample was centrifuged for five minutes which was outside of tube manufacturer's instructions for centrifugation. The cause of the samples being centrifuged outside of tube manufacturer's specifications is failure to follow instructions. Hsc concluded this event is sample specific due to poor sample quality and the presence of gel, fibrin, and/or cellular material which was the contributing factor for an inaccurate imt dilution. The cause of the discordant, falsely elevated na, cl and k results on patient samples was due to sample integrity. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na), chloride (cl) and potassium (k) results were obtained on patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument and on an alternate instrument, resulting lower. It is unknown if the corrected results were reported to the physician(s). The customer obtained an additional discordant na result on one patient sample on the same instrument, which resulted lower when repeated on an alternate dimension vista instrument. The discordant na result was not reported to the physician(s). The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na, cl and k results.